Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as november 7, 2017 on the initial report. This date has been updated to november 5, 2018. The manufacturing site name was documented as depuy synthes products llc ((B)(4)) in the initial report. This has been updated to ((B)(4)). Please note that the contact person, and office name/ address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. During subsequent follow-up with the service center additional information was obtained. An evaluation was performed and it was determined that the small battery drive device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger of the small battery drive device was blocked, jammed, and moving heavily. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.